Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is having sporadic lead warnings for short interval counts (sic.) It was also reported that the patient has a history of (sic) and it was not clear if the sic pertained to the device or leads. It was further reported that the patient had elevated sic on past monitor transmissions and continues to have sic. Therefore, the patient will continue to be monitored for now and the device and leads remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient is having sporadic lead warnings for short interval counts (sic.) It was also reported that the patient has a history of (sic) and it was not clear if the sic pertained to the device or leads. Therefore the patient will continue to be monitored for now and the device and leads remains in use. No patient complications have been reported as a result of this event.